Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farastar gen 2 connection cable was selected for use; however, the case had to be aborted due to a physically damaged cable. No patient complications reported. The account requires a replacement cable. It was informed that the patient was under general anesthesia, and there were not patient complications.

Manufacturer narrative:
This supplemental is being submitted to report additional information in MDR blocks b5: describe event or problem section b. Adverse event/product prob, e1: initial reporter title, last name. A good faith effort attempts were completed to try and retrieve additional information, but the physician contact information and patient information are not available per account. Physician last name was provided. If additional information received, a supplemental report will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farastar gen 2 connection cable was selected for use; however, the case had to be aborted due to a physically damaged cable. No patient complications reported. The account requires a replacement cable.